Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
(B)(6) year old end user reports he has had "infections in the bladder" in his past and his doctor has needed to give him medicine for at time but doesn't know if possibly this could be caused by using catheters. No additional information was provided.